Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. There was no image due to a cable/connector unit. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during set-up / room preparation the subject device was not working properly. No patient involvement. No additional information is available.